Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the device was being used and looked like a "flame thrower", like a red glowing probe with intense heat development at intensity of magnitude 7. There was a 10 minutes delay but operation was finally completed and remaining material of the joint that had to be removed was removed with a milling cutter. Patient suffered a shoulder second degree burn. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly

Manufacturer narrative:
The device used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number 2031855 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No containment or corrective actions are recommended at this time. Clinical evaluation was completed and concluded that no clinical/medical documentation has been provided nor has the instrument been returned for inspection. Without supporting clinical/medical documents and the instrument to examine a thorough investigation cannot be performed. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨overheating¨ include, but are not limited to: 1. It is possible that the tip of the wand made contact with a metal object such as a cannula that has the potential to cause this type of failure. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.